Manufacturer narrative:
Updated data: h10 - conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Media files were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was not provided for review, but it was reported overlap to the fourth node was noted. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload, thus the valve and delivery catheter system (dcs) should be discarded, and a new valve should be loaded onto a new dcs. However, the valve was used for implantation. The valve was deployed to 80% and depth assessment was performed. The depth at the non-coronary cusp was approximately 1 millimeter (mm). Depth assessment at the left coronary cusp (lcc) was performed in the left anterior oblique (lao) view and was approximately 2-3mm. Additionally, the valve appeared to be under expanded. Per medtronic best practices, the target depth of implantation is 3mm. Recapture is recommended if depth less than 1mm or greater than 5mm. In this case, a recapture was not war ranted. However, due to the shallow depth, caution must be taken when releasing the valve. Medtronic recommends pulling back the wire from the apex of the left ventricle, applying slight forward pressure/force onto the dcs and very slow release. Of note, the guide wire was not retracted which could have added tension to the delivery catheter system and contributed to the valve dislodgement. Dislodgement of the valve by the distal tip is related to operator technique or experience; the evolut instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. In this case tension in the system was noted by the physician. The physician attempted to push the dcs forward while releasing tension of the wire. Medtronic recommends pulling back the wire from the apex of the left ventricle, applying slight forward pressure/force onto the dcs and very slow release. In this case, the guidewire was not retracted which may have added tension to the delivery catheter system and contributed to the valve dislodgement. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, the root cause of the dislodgement is unknown however the implant depth, the frame expansion issue and calcification are likely contributing factors. Dislodge events are typically not related to a device malfunction. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique; the evolut system instructions for use (IFU) contains instructions to use the integrated loading bath which features a mirror to ensure that all bioprosthesis outflow struts are symmetrical and captured in the capsule during loading and to aid in accurate placement of the transcatheter aortic valve (tav) frame paddles during loading. In addition, the IFU instructs to visually and tactilely inspect the capsule for a misloaded bioprosthesis. In this case, a misload occurred. This is a use- related issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d-evprop23-29, serial/lot #: (B)(6) , ubd: 2025-05-30, UDI#: (B)(4). Product analysis: the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Updated: b5, d10 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that it was unclear if the delivery catheter system (dcs) contributed to the dislodge. It was reported that the valve was heavily calcified and that the pre-implant balloon aortic valvuloplasty (bav) was not effective enough, despite the two attempts. It was reported that the patient was rapid paced at 180 beats per minute (bpm) during the post-implant bav.

Event description:
Medtronic received information that during implant of this 29 millimeter (mm) transcatheter bioprosthetic valve into a patient with perimeter 78 (perimeter derived 24.8 millimeter (mm)), a calcium score 4000, v-max 5 ,9 and a gradient pre procedure of about 90 millimeters of mercury (mmhg), the valve was loaded and checked in all recommended ways. Overlapping to the fourth node was noted, but no further. A pre-dilation was performed with a 22 mm balloon twice. It was noted to be very difficult to get the balloon inflated due to the massive calcification and a narrow native annulus. During implantation, the valve was noted to be constrained. The position on the non-coronary cusp (ncc) was verified with cusp-overlap technique (cot) (rao) projection and was noted to be in a good position. While releasing the valve, it migrated upwards and embolized. The physician noted that they felt tension in the delivery catheter system (dcs) and tried to push the dcs forward while releasing tension of the wire. A new 29 mm valve was loaded and placed in a good position. Moderate paravalvular leak (pvl) was noted. A post balloon aortic valvuloplasty (bav) was performed with a good result.

Manufacturer narrative:
Continuation of d10: product ID: d-evprop23-29 (lot: 0011800128); product type: 0195-heart valves; product ID: l-evprop23-29 (lot: 0011844944); product type: 0195-heart valves; product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.